Event description:
The customer contacted physio-control to report that their device was not recognizing the paddles. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker further evaluated the device and was not able to verify the issue, no logs were available. It was found the root cause is a failed defibrillation therapy cable. This cable was manufactured 12-2013 and the recommended replacement cycle (per fsr) as directed in the lp20e operating instructions section 7.2 is three years. This cable was replaced and additionally the front case, coin cell, were replaced for maintenance. The device passed all testing and was returned to the customer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not recognizing the paddles. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.